Manufacturer narrative:
User issue- the failure is a result of the customer/ user interfacing with the product in a manner inconsistent with the IFU. This issue was customer induced via fluid ingression into the main body of the pump as a result of cracking in the top case that was customer induced via the use of disinfectants that attacked the top case plastic and or significant impact to the device. Reference the cleaning and care cautions found in the "important information" and "periodic maintenance" sections of the medfusion technical service manual and in the "important safety information" and "safety features" sections of the medfusion operator's manual.

Event description:
It was reported that the medfusion¿medfusion® 3500 syringe pump medfusion battery would not charge when plugged in. No patient injury reported.